Event description:
It was reported person with diabetes (pwd) experienced multiple line blocked alarms. Pwd reports he resolved with current cassette, checked tubing for kinks, changed site and changed cassette however the issue persisted. Pwd then changed site and placed a few inches away from original site. Pwd reports he then received another line blocked alarm. Pwd performed same troubleshooting steps and changed the site another few inches away from the last site. Pwd reports he then received another line blocked alarm, prompting him to remove the pump and revert back to backup insulin therapy. When removing sites, pwd reports both appear to be slightly bent. Pwd successfully placed new site on thigh however received another line blocked alarm while on the call. Pwd resumed with current cassette after ensuring tubing is positioned straight. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.